Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint device was not received for investigation. The images were reviewed, and the complaint condition could be confirmed as the dynamic hip and condylar screw system (dhs/dcs) coupling screw was broken in the provided images. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 338.31. Synthes lot number: h649136. Manufactured by avalign technologies-nemcomed. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Lot was released for sale in april 2019. Nonconformance module confirmed that no nonconformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, a dynamic hip and condylar screw system (dhs/dcs) coupling screw broke while preparing the instruments and implants. There was no surgical delay reported. The surgery was successfully completed. Patient outcome is unknown. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).